Manufacturer narrative:
The associated legion visionaire guide kit was not returned for evaluation. Our investigation including an engineering analysis by our visionaire team noted that all alignment parameters were evaluated and all was found to be within visionaire standards. Due to neutral deformity, extension space was less than implant thickness, leading to a likelihood of tightness and additional resection. The engineer followed surgeon preferences, therefore no root cause can be determined. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Patient impact beyond the reported additional tibial cuts could not be definitively determined, as the patient¿s post-operative outcome/status was not provided; however, further impact is not anticipated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that the doctor made tibia resection and measured significantly less than planned resection depth. Had to re-cut tibia twice. No more information provided yet.